Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt had spinal fusion done in 2008. The pt lost effect from therapy and experienced increased tightness. The pt had exploratory surgery done on the following month. The neurosurgeon disconnected the pump; free flow of cerebrospinal fluid retrograde was noted. The surgeon made the assumption that the catheter was intact. While the pump was disconnected a prime bolus of 200 micrograms of baclofen over 7 minutes was given. No fluid was found to come out of the pump. The pump was replaced and it was decided to place a new suture-less catheter to the original. The physician decided to start the pt at a baclofen concentration of 500 mcg/ml at 75 mcg/day. The pt was doing well. Prior to the revision, the baclofen concentration was 2000 mcg/ml at 640 mcg/day. There had been no volume discrepancies with the old pump. A follow-up report will be submitted if add'l info becomes available.